Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported impedance measurements were taken and the right side contacts were all over 20,000 and 40,000 ohms. On the left side, electrode 2 and 3 were 14 ohms. The patient was programmed on 3<(>&<)>1 (not affected). There were no trauma/falls related to the issue. It was suspected the patient was a twiddler. It was indicated that the extension was twisted and kinked all the way up to the extension/lead connection. It "looked very strange." The patient lost therapy a few months prior to report. They were working on a different medication for the patient. Additional information received reported device interrogation occurred on (B)(6) 2016. An x-ray of the head and chest showed twisted extensions. The device was turned off as an intervention. The patient would be scheduled for surgery to test the leads and extensions with a possible replacement of the extensions and leads. The cause of the loss of therapy and impedance issue was possible twiddler's syndrome with twisting of the extensions.